Manufacturer narrative:
The actual device was not available for inspection and evaluation. No further investigation could be performed sine the lot number of the complaint part was not provided by the complainant. Hence, the complaint will be closed as inconclusive.

Event description:
The dentist reported that the abutment fixation screw was breaking when torquing into place. The procedure was performed on tooth number 20, but no serious injury was reported to the patient. All the pieces were retrieved from the patient's mouth. Also, the doctor stated that the reason of broken screws was absolutely torque and the torque used was 20 newton.